Event description:
It was reported that a patient underwent a surgical procedure unitizing rods and multi-axial screws at the l5-s1 level. Approximately 1 year post-op, the patient fell on some rocks while fishing. X-rays reportedly revealed that the s1 screws fractured. Approximately 3 months later, patient underwent revision surgery to remove the hardware. The surgeon was unable to retrieve the threaded portion of both screws and elected to leave these fractured pieces in the patient. It was reported that fusion was not complete at this time. No hardware was replaced. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer. A visual microscopic examination was performed by a product engineer that confirmed that both bone screws sheared just below the spherical portion of the screw. It was also reported that the patient sustained a fall with limited/non-union fusion at the time of the fall.